Manufacturer narrative:
The product has not yet been returned for evaluation. When the device is returned, conmed will perform an evaluation and upon completion will file a supplemental medwatch report.

Event description:
The user facility or coordinator reported that during an anterior cruciate ligament reconstruction with patellar tendon autograft the double arm meniscal repair needle was utilized to thread the graft. When the needle was removed and measured it was identified that the needle had broken. The broken pieces were located and retrieved and the needle length re-measured. A full assessment was performed using fluoroscopy to confirm there were no other pieces of the needle in the patient's knee. No patient injury reported. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The product has not been returned for evaluation. The customer will not ship without a disclosure statement absolving any responsibility for shipping the sharps material and any liability for contamination or harm to a person that may get stuck while handling the product. Without the actual product an evaluation could not be performed and the root cause of the reported needle breakage was not able to be determined. This lot was manufactured on 25-nov-2015. Of the lot containing (B)(4) units, there were three (3) previous complaints of "needle tip breakage" received. A 2-year review of the device complaint history showed there have been a total of six (6) complaint reports involving a quantity of nine (9) devices. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date, there have been no patient long term adverse effects reported for this device. The risk analysis was performed and the risk for the needle tip breakage has been evaluated as acceptable. The double armed suture needle is an implantable suture device which facilitates percutaneous or endoscopic soft tissue repairs, including the repair of the meniscus. To reduce the risk of needle tip breakage and patient injury, the information for use (IFU) provides the user the following precautions and warnings: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. The double armed suture needle should only be used with the designated surgical instruments as outlined above. The device should be inspected for damage prior to use. Do not use a damaged device. It is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. The risk of premature failure is reduced by following the specified instructions for use listed below. Improper insertion technique may cause breakage of the device or suture or premature failure. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.